Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6), male, pt, who rec'd double salt dental adhesive cream (super poligrip free denture adhesive cream) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started double salt dental adhesive cream. At an unk time after starting double salt dental adhesive cream, the pt experienced worsening of neuropathy (condition aggravated), localized muscle weakness, condition aggravated, ankle fracture and inability to walk requiring use of wheelchair. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was discontinued. At the time of reporting, the event of worsening neuropathy and numbness had improved and the other events had resolved. Consumer indicated, that he was diagnosed with neuropathy, that made his left foot numb. Using super poligrip, aggravated his neuropathy, that made the numbness on his left foot worse. He had this experience, when he used the super poligrip on 3 different occasions (2008, (B)(6) 2009 and (B)(6) 2011). He tried walking when his foot was numb, and ended up having 3-4 fractures on his left ankle. He couldn't walk and was on a wheel chair for 2 months. He discontinued using the super poligrip. The numbness on his left foot has improved, his fractures healed and he is able to walk.